Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, and displacement test. Device received with normal operating currents, no unexpected power loss alarms noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had unexpected battery power loss. Blood glucose was 130 mg/dl. Customer reported that she was trying to change battery in insulin pump first it was saying that the insulin pump won't turn on at all the customer has used several new different batteries. Customer reported that they used aa (B)(6) and tried aa (B)(6) battery but the insulin pump still won't turn on. The customer notices no damage to the battery compartment nor to the contacts, everything looks normal. The customer is tired and wants to go to bed. The insulin pump will be returned for analysis.